Event description:
It was reported that during preparation of the 3.5 x 8 mm nc trek balloon catheter, an attempt was made to remove the protective sheath, but it could not be removed from the balloon. A non-abbott balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.